Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic assisted distal gastrectomy, the subject device was used. After 30 minutes of use, seal & cut short circuit error occurred. The user confirmed the ptfe pad of the device was longitudinally-separated from one side. The procedure was completed with another thunderbeat. There was no patient injury reported except for the above.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This device model is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. And the manufacturing history in the last 6 months from the date of occurrence was reviewed, with no irregularities about the reported event noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and partially separated from the grasping section. Considering the above, omsc concluded that the error occurred since the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad was worn and partially separated due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.